Event description:
A report has been received from a peritoneal dialysis patient. He reported the heater bag not detected during set up. The patient noticed a fluid leak. There is no report of patient ill effect. The patient was advised to save the sample.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87212 lot a# 10dr08042 was reviewed and the following highlights were found: the product did not have any ncr's. No deviation was documented during the manufacturing process. All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No re-works/re-inspections were preformed to this finished goods lot of 10dr08042. Sample analysis: no sample was available for the evaluation. Conclusions: the complaint is not confirmed. Unfortunately without the complaint sample it is not possible to perform and investigation to implement appropriate corrective/preventative actions that lead to avoid this type of incident. (B)(4) will continue to monitor this type of incident per procedure.